Event description:
This device is implanted on (B)(6) 2009 and was explanted on (B)(6) 2010 due to infection. The patient also stated that she still has residual problems. The physician and healthcare facility is unknown. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).